Event description:
During a superdimension procedure the patient suffered a perforation of the aorta requiring surgical repair followed by a lobectomy. Post procedure she required blood products, blood pressure and ventilator support. Following the surgical repair the patient was reported to be stable. The physician has seen the patient in a follow-up appointment and reports that she is at home and doing well. The physician does not think this adverse event was caused by the superdimension system. The pulmonary nodule was reported to be located 2 mm from the aorta. No additional information is available. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A component of the superdimension system, case recordings, has been received and is under evaluation. When the evaluation is complete a follow-up report will be submitted. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A component of the superdimension system; case recordings were returned and evaluated. The evaluation of the recordings showed that the target was located in the left upper lobe close to the aorta however they did not show the perforation of the aorta therefore no conclusion can be drawn.